Event description:
It was reported that the 9900 system had a collimator calibration error message. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator was calibrated during the svc call. The system was tested, and found to be working as intended, and put back into service.